Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional of peritonitis in a patient coincident with dianeal unknown, dianeal pd2 unknown bag and extraneal viaflex therapies. On (B)(6) 2011, 3 days after start of extraneal, the patient experienced color changed in nails and skin rash on abdomen, hands and feet. Due to the events, extraneal was suspended on an unreported date in 2011. The patient recovered from the rash but experienced edema and liquid retention in feet and ankles. After 7 days, the patient started extraneal with alternate days during the week. Once all symptoms were gone, subsequent daily treatments with extraneal were started. The patient explained that every time she quit extraneal, she experienced occasional fever peaks and acute and diffuse pain, not located in abdomen. Once extraneal was started, the pain disappeared. On (B)(6) 2011, the patient was hospitalized for abdominal pain with probable peritonitis. On (B)(6) 2011, the patient began treatment with vancomycin and ceftazidime. At the time of this report, the events of liquid retention, rash and edema were resolved and the bacterial peritonitis was resolving. The outcome for the events of acute and diffuse pain, fever peaks and color changed in nails was not reported. Dianeal and extraneal dosage was reduced. The reporter did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.